Event description:
Event description guidant received information that this health care person inquired to technical services because this patient came into the clinic to be checked, due to dizzy spells. A chest x-ray was done, and a small area of lucency was noted. Upon interrogation a ventricular lead safety switch had been triggered. The impedance measurements of the ventricular lead in bipolar and unipolar were > 2500 ohms. The daily measurements displayed the daily measurements > 2500 ohms since novemeber of 2005. There was no capture at the maximum outputs. The patient did have an underlying rhythm. The pacemaker has been explanted and returned. A new competitor's device and lead were implanted.